Event description:
On december 7, 2006 the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that his one touch ultra meter was reading inaccurately erratic. The patient tested high on his ultra meter that is kept at home (result unk). He was administered insulin according to his regimen (dose unk). At 10:00 am, the patient obtained approximately an 18.0 mmol/l (324 mg/dl) using his reported meter that is kept at school and was advised by his mother to take 3 units of novorapid. The patient had a snack at this time. At 11:30am, he obtained an approximate result between 18.0-19.0 mmol/l using the reported meter and was advised by his mother again to take 3 units of novorapid. The patient ate lunch at this time, and took 11 units of novorapid with his meal, according to his insulin regimen. In the early afternoon (exact time could not be recalled), the patient obtained approximately 19.0 mmol/l (342 mg/dl) on the reported meter, despite experiencing low blood glucose symptoms of feeling shaky and trembling. He was advised by his mother to test again using the same meter. This second test, within 5 minutes of the 19.0 mmol/l result, read 3.1 mmol/l (56 mg/dl). His mother then advised him not to take "more insulin" and drink some juice. He felt better within 10 minutes of drinking orange juice. He did not attempt to retest until suppertime. At 5:30 pm he obtained a result between 7.0 and 8.0 mmol/l on his meter that is kept at home and was feeling fine. No medical attention was sought. The customer care advocate (cca) discovered that the patient had not been washing his hands prior to testing and does not replace the lancet after every use. The cca walked the reporter through the meter memory and was unable to confirm the reported results. The reporter did not have test strips at the time of the call however, she confirmed that they were not expired. The meter, test strips, and control solution were replaced. The complaint is being reported due to the following conclusion: based on statistical methodology, the calculated difference of the 19.0 mmol/l and 3.1 mmol/l glucose results exceeds the expected value of <=20% and/or<=20 mg/dl. The patient was obtaining elevated results throughout the day, was not experiencing symptoms, was advised to administer insulin based on the high meter readings, developed symptoms of low blood glucose, tested 3.1 mmol/l on the reported meter, and had to administer self-treatment. Although the 3.1 mmol/l result correlated to the reported symptoms, the patient administered multiple doses of insulin based on his elevated results and later had a blood glucose of 3.1 mmol/l (56 mg/dl) with symptoms of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluated it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.